Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 39mg/dl, and he had a destron insulin drip from the paramedics. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the priming technique and the customer was priming correctly. Instructed the customer to disconnect from the device and to remove the reservoir from the insulin pump; the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.